Event description:
On 06/18/2025, a sales representative reported via (B)(6) that an abs-10060 angel centrifuge was spinning down, and a strong burning smell came from the machine. They didn't stop/pause the spin because they were right in the middle of it, they never saw any smoke, just the foul odor. They installed the disc properly, all tubing unkinked. It still spit out prp when the spin was done, so they believe the machine is still working.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear due to repeated use of the device in the field. Manufactured date 2021.